Event description:
Procedure performed: bariatric surgery. Event description: after the last fusion the activation button continued to launch fusion cycle after using the device seeing several times the fusion activation button remained blocked. Patient status: no problem. Intervention: device replacement.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: bariatric surgery. Event description: after the last fusion the activation button continued to launch fusion cycle after using the device seeing several times the fusion activation button remained blocked. Patient status: no problem. Intervention: device replacement.